Manufacturer narrative:
Complaint number (B)(4). The device was not returned to atricure for evaluation as it was implanted. The lot number of the device was unable to be ascertained. Device implanted.

Event description:
Patient underwent a mitral valve replacement/maze procedure, the devices performed without consequence or any malfunctions. Post-operatively, four days later the patient had a stroke experiencing right sided weakness. Physician believes that in combination of hypercoaguability disorder and the use of endocardial cryo ablation and atriclip placement that it may have contributed to the thrombus. Physician noted that preoperatively anesthesiologist noted a potential thrombus present in laa. Physician commented he inverted the left atrial appendage once performing left atriotomy to inspect left atrial appendage and found no clot or thrombus. Triclip was then placed on the appendage following and confirming no clot in the appendage. Anticoagulation was stopped post operatively, however, it is not known when or by how much. Physician does not believe perfusion was out of the ordinary. Physician commented patient had a longer than usual pump time due to attempting to fix the mitral valve then needing to replace the mitral valve.